Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit reported low vacuum performance. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Inspection showed that the drive valve group was faulty, and the battery could not be charged. Manual test of negative pressure leakage of the drive valve group. Performance test vacuum negative pressure -110. Fse replaced the drive valve group and battery. The equipment has passed all inspections required by the factory. The equipment has been delivered to the customer and can be used clinically.